Manufacturer narrative:
The case was escalated to next level support who advised user to perform sensor re-link. The re-link clears up the calibration buffer and gives the algorithm an opportunity to converge faster. Multiple attempts were made to contact the user to provide the escalation response and steps to perform sensor re-link. However, the customer remained unresponsive. A review of the dms revealed that the user was not using the system since (B)(6) 2025, 06:31 pm. Thus, no further investigation was possible for this complaint.

Event description:
Senseonics was made aware of an event where the customer complained of discrepancies between cgm readings and bg meter readings. No injury or medical intervention was reported.